Event description:
Clinical trial. It was reported that 607 days following a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure identified and treated one de novo, 3.5x10mm, 80% stenosed, midly tortuous lesion of the distal rca (right coronary artery) using direct stenting with a 3.5x16mm taxus express2 drug eluting stent. The patient was discharged the following day on asa and plavix. The patient expired 607 days following the index procedure due to unknown causes. The site reported that the death was under "unknown circumstances; husband contact and refuses to provide information". The investigator noted that it was unknown if the target vessel was involved. It is unknown if an autopsy was performed. The study site confirmed the device causality is unknown.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined. The root cause is unknown.